Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (power issue) issue. The patient reported that the battery shows full charge on indicator. The patient gets to 'rewind' screen, then 'replace battery' alarm. The patient replaced battery two times using different batteries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/11/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/29/2013 with the following findings:a review of the pump history confirmed that there were call service alarms every time the rewind function was activated. During testing, the pump emitted a call service alarm while attempting to perform the rewind command. The pump was opened and the motor supply circuit was found to have a non-soldered connection.